Event description:
It was reported to philips that motorized movements were unavailable due to a geometry module or cabling fault on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geometry module; however, the customer declined further service, and device functionality was not restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)